Event description:
Pt was placed on ventilator following CABG on 6/4/96. Rn noted pt's blood pressure beginning to drop and face began to turn blue and dusky. Abdomen increased in side, CPR was started. The pt was ambu-bagged and his color returned. The physician ordered the ventilator to be changed out. Clinical engineering test revealed the operation to be somewhat erratic with the unit delivering spontaneous breaths, triggered by a small leak in the circuit. The circuit was tightened and operation resumed normally. It was also found that the transducer was zeroed which combined with a peep setting of 5 cm h2o, gave a mean pressure of approx 23cm h2o. The unit recently had a calibration and functional check with 424 hrs of operation logged. Following investigation it was felt this occurrence was related to user error.